Event description:
The customer reported that there was no image on live monitor. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the monitor. Unit is working as intended.